Event description:
It was reported that during an ipg revision procedure (MFR report number 3006630150-2021-05021), one of the patients lead tails was fractured while the physician was inserting one of the two lead tails into the new ipg. The physician was not able to advance the lead tail into the new ipg and ended up removing the new ipg. Additional information was received that the no further action will be taken at this time. The fractured lead remains implanted in the patients body.

Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18.

Event description:
It was reported that during an ipg revision procedure (MFR report number 3006630150-2021-05021), one of the patients lead tails was fractured while the physician was inserting one of the two lead tails into the new ipg. The physician was not able to advance the lead tail into the new ipg and ended up removing the new ipg.